Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead exhibited high hv lead impedance. The lead was explanted and replaced competitively.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.5-12.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and the inner coil was exposed at this location. External insulation abrasion was noted at 43.1-43.7cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. The abraded etfe coating and exposed inner coil are consistent with the field observations of noise and oversensing.

Event description:
It was reported that the patient presented in-clinic for routine follow-up. It was noted that patient had experienced two vf episodes. Review of the egms revealed ventricular oversensing due to lead noise. A pace/sense lead replacement was suggested.

Event description:
Additional information received indicated lead fracture was observed and patient had occasional fluttering feeling on chest.